Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. A longevity calculation was performed and revealed that the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Manufacturer narrative:
(B)(4). Additional data: the device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016. (B)(4).

Event description:
The vibratory alert was tested during a follow-up appointment. Though the vibratory alert functioned as intended, the patient did not feel the alert. The device was explanted and replaced.